Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level at the time of incident was 387 mg/dl and current blood glucose level was 457 mg/dl. The customer also reported blood glucose level was 400 mg/dl, 245 mg/dl and 299 mg/dl. The customer was calling for lost signal and high blood glucose level. The customer was treated with insulin pump for high blood glucose level. The customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.